Event description:
It was reported that the right ventricular (rv) lead exhibited noise that appeared to be detected due to cycle length of arrhythmia. Some undersensing was noted on stored episodes. It was noted that the lead appeared to be functioning as programmed. The lead remains in use. No patient complications have been reported as a result of this event.